Event description:
It was reported that as the doctor was going to implant the anchor into the bone, the tip of the anchor slid off to the left of the intended bony landmark and the shaft that was in the hand of the doctor went to the right. The anchor snapped. It was further reported that the doctor pulled the anchor out of the shoulder with no problem and the anchor was still connected to the deployment instrument.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.